Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered the image temporarily did not display and had noise due to damage on the charge-coupled device unit caused by a defective circuit or shielding. Additionally, it was observed that switch 3 did not work due to breakage of the switch board. Lastly, it was observed that the video connector case had a crack due to physical stress caused by a handling problem. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset hd endoeye laparo-thoraco videoscope to the service center. During a standard inspection and estimation of the returned device, the image did not display, only color bars. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined the defect of ¿no image/color bars only shown¿ was likely due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿ describes the following warning which could have prevented the phenomenon: < inspection of the endoscopic image> 1. Before inspection, wipe the objective lens using a clean, lint-free cloth. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is on and working and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from momentary flickering, disappearing images, or other irregularities. Olympus will continue to monitor field performance for this device.